Manufacturer narrative:
The returned samples were visually inspected. And were found to be non-conforming with damage to the septums. Leak testing could not be performed, due to the damage of the samples. The product was processed and released according to the product¿s acceptance criteria. The exact root cause for this complaint is unknown. The damaged condition of the valves could have contributed to the reported event, how and when the valves became damaged cannot be determined, from the evaluation performed. The exact root cause for this complaint is unknown. Therefore, specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the valved trocar leaked during a procedure. Additional information was requested; however, none has been received to date.